Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the complaint of a tactile response issue with the keypad buttons and keypad damage was not duplicated during testing. The keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. The pump case was removed and no moisture or damage was observed inside the pump. There was no defect found during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.